Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4)of peritonitis. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, prior to the start of antibiotic therapy, the patient's peritoneal effluent was analyzed. On that same date, a peritoneal effluent culture was performed, however, the results were unknown. On (B)(6) 2010, the patient began treatment with vancomycin 1 gm once every 96 hours, amikacin 250 mg loading dose ip, then amikacin 125 mg daily ip. The cause of the peritonitis was unknown. It was unknown whether the peritonitis resolved.